Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a sterling balloon catheter. The balloon was tightly folded. There were numerous shaft kinks. The wire used in the clinical procedure was not received for analysis so a test .018 guidewire was used. The test guidewire successfully was advanced through the catheter with no difficulty. The reported kink was confirmed; however, the stuck on guidewire was not confirmed.

Event description:
It was reported that device entrapment occurred. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for use. However, during procedure, the balloon was stuck on the wire and catheter became kinked. The devices were removed together and they completed the procedure with another of same device. There were no patient complications reported.

Event description:
It was reported that device entrapment occurred. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for use. However, during procedure, the balloon was stuck on the wire and catheter became kinked. The devices were removed together and they completed the procedure with another of same device. There were no patient complications reported.